Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after reaching elective replacement indicator (eri) battery status. Initial laboratory analysis indicates that the device did not meet expected longevity.